Event description:
Patient presented hematoma immediately following implant surgery in post-op. The physician brought the patient back into surgery. The chest and neck incisions were reopened and bipolar cautery was used to stop the bleeding. This resolved the issue.